Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A risk manager reported via a voluntary medwatch that while a patient was receiving hemodialysis (hd) treatment it was noted that the dialyzer cracked due to the clotting of the patient¿s blood, causing back pressure and leakage. In a follow up with the risk manager it was clarified that the blood leak occurred 2-3 hours into the hd treatment. The blood leak was described as being an external blood leak that was visually seen due to a pool of blood observed under the dialyzer. The machine was a tablo machine. Fresenius bloodlines were being used. The treatment was completed on another machine with new supplies. The device is not available to be returned for investigation.

Event description:
A risk manager reported via a voluntary medwatch that while a patient was receiving hemodialysis (hd) treatment it was noted that the dialyzer cracked due to the clotting of the patient¿s blood, causing back pressure and leakage. In a follow up with the risk manager it was clarified that the blood leak occurred 2-3 hours into the hd treatment. The blood leak was described as being an external blood leak that was visually seen due to a pool of blood observed under the dialyzer. The machine was a tablo machine. Fresenius bloodlines were being used. The treatment was completed on another machine with new supplies. The device is not available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The complaint device was reported to be discarded. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.